Event description:
It was reported that the pump battery could not be fully charged. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.